Event description:
It was reported that during implantation, the physician extended the helix of the lead too far and therefore was unable to obtain sufficient parameters. The physician opted to remove and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that this is a fixed helix lead. The helix does not extend or retract. No anomalies were noted with the helix. (B)(4).